Manufacturer narrative:
The sterilization records were reviewed, and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. A blood culture was performed and discovered that the patient tested positive for a staph infection. The infection was not alleged to be related to their implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, right atrial (ra) lead, left ventricular (lv) lead, or an abbott procedure. The infection resulted in the patient having a pericardial effusion and cardiac tamponade. An emergency pericardiocentesis was performed to resolve the tamponade. The ICD, ra, rv, and lv leads were explanted. The patient was stable throughout.